Event description:
Pt reports they recently had 2 incidents with their cadd extension tubing. Pt reports they were in the process of priming the tubing and it just stopped and the medication wouldn't go through and prime. Pt reports they then switched to using another new tubing and the priming went through and it worked fine. Pt reports this happened two separate times when trying to change and prime their new tubing. No interruption in therapy reported due to tubing issue. No further information provided. Cadd extension tubing lot number: not available. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? - no. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Pt: 4582. Device: 2964. Ref: mw5186849.